Event description:
It was reported that during testing at the MFR that an unk substance leaked from the bottom of the device. No user injury or adverse consequences were associated with this event.

Manufacturer narrative:
The attachment has been contained by the MFR. Testing is anticipated, but has not begun. A follow up report will be filed when the investigation is complete.